Event description:
The implantable neurostimulator was returned to the manufacturer with no clinical information. Device registration system indicates that the patient is expired. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Extensions: xr0071388n and xr0072168n. The extensions were ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomalies.'